Event description:
A review of svc data detected a reportable event. During servicing, belt (B)(4) failed the fall-off and hi-pot tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the fall-off and hi-pot tests. The cause of the test failures was a defective component u713 on the distribution node pca. Pins 38, 39 and 42 of u713 were found to be out of tolerance. The root cause of the defective u713 pins cannot be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.